Event description:
"The nurse started the IV, they withdrew the needle and laid it in the bed. The pt became combative, as they settled the pt, the needle stuck them. The clip was on the shaft of the needle, closer to the chamber."